Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neuro stimulator (ins) for spinal pain. It was reported that the patient stated that his device is not working right and he was having troubles with it. The patient also reported that the device shut down. It was also reported that the patient was not able to get his implant to turn off. The patient said he does not use an antenna. It was reviewed how to use the patient programmer without the antenna. The patient was able to get stim turned off during the call. The patient then said they wanted to turn stim back on. They were not able to determine which screen the patient was seeing based on his description and the patient did not have a patient programmer manual. The patient was on the phone for a long time and was not able to get his stim turned back on. A manual was sent to the patient and it was recommended he call back for troubleshooting. The patient indicated he has not been able to sleep for the last 3 days because he has not been able to turn stim off. No further patient symptoms or complications were reported in this event.